Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex device¿s tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends were opened and frayed, while the braid¿s middle part was fully opened and had no damage. The pushwire is in good condition. No other anomalies were noted. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint was not confirmed, as the returned pipeline flex braid¿s distal and proximal ends are opened and frayed. Also, the braid¿s middle part is fully opened with no damage. The cause of the failure to open could not be determined. Possible causes include severe vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing delivery wire against resistance. However, the cause of the braid damage could not be determined. Per the instructions for use (IFU): ¿use in anatomy with severe tortuosity, stenosis or parent vessel narrowing may result in difficulty or inability to deploy the pipeline flex embolization device and can lead to damage to the pipeline flex embolization device and microcatheter.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of a left cavernous sinus unruptured saccular aneurysm. The aneurysm max diameter was 10.23mm and the neck diameter was 8.38mm. Vessel tortuosity was severe. It was reported that the pipeline and all accessory devices were prepared per the instructions for use (IFU). The pipeline was delivered to the intended location but as the microcatheter was withdrawn for deployment of the pipeline stent, the distal end of the stent was not opening, despite more than 50% of the stent being deployed. It was unknown if the device was positioned in a vessel bend and unknown how many time the pipeline was resheathed. No other steps or devices were used to open the pipeline. The pipeline was resheathed and removed with the microcatheter. It was replaced to complete the procedure successfully. There was no harm or injury to the patient. Post-procedure angiography showed the implanted stent was well adhered to the vessel wall and contrast agent was retained in the aneurysm. Ancillary devices included: 8f guide catheter, traxcess 14 micro guidewire, phenom 27 micro catheter, navien 6f distal access/interm ediate catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.